Event description:
It was reported that the pump unexpectedly displayed a reset screen. There was no reported impact to the customer¿s blood glucose level as the caller declined to answer whether it exceeded 500 mg/dl. Technical support explained that the pump's reset occurs as a safety feature during routine checks and provided guidance on restarting the cgm session and reloading the cartridge. The customer understood the information provided and successfully resumed insulin use.